Event description:
It was reported that the patient was experiencing pain in their thigh. Through an x-ray, it was suspected that there was loosening of the patient's canal-filling segmental stem. The patient underwent a revision surgery on (B)(6) 2023 where the 11x152mm canal-filling bowed segmental stem was revised to a 14x152mm canal-filling bowed segmental stem. During the revision surgery, the following eleos implants were also revised: distal femur, tibial hinge component, distal femur axial pin, male-female midsection, and tibial poly spacer. There were no alleged malfunctions with the distal femur, tibial hinge component, distal femur axial pin, male-female midsection, and tibial poly spacer. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient was experiencing pain in their thigh. Through an x-ray, it was suspected that there was loosening of the patient's canal-filling segmental stem. The patient underwent a revision surgery on (B)(6), 2023 where the 11x152mm canal-filling bowed segmental stem was revised to a 14x152mm canal-filling bowed segmental stem. During the revision surgery, the following eleos implants were also revised: distal femur, tibial hinge component, distal femur axial pin, male-female midsection, and tibial poly spacer. There were no alleged malfunctions with the distal femur, tibial hinge component, distal femur axial pin, male- female midsection, and tibial poly spacer. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.